Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer treated the high reading with insulin pump. Customer's blood glucose value was 268mg/dl at the time of the call. Customer also reported of low blood glucose. Auto mode feature was active and automatically adjusting insulin delivery. Customer completed troubleshooting. The drive support cap appeared normal and there were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.